Manufacturer narrative:
Concomitant product: ICU medical connector, lot 3053029, therapy date (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an extension set became disconnected from a non-carefusion needle-free connector three times during infusion of tpn to a patient resulting in leakage of the tpn. The tubing and connector were replaced. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of a disconnection and leak were not confirmed or replicated. Visual inspection of the set noted no deformities to the male luer or the non-bd microclave. Visual inspection under a microscope did not reveal any cracks or damages either. Functional testing was performed and no leaks were detected anywhere between the non-bd microclave and the male luer during gravity infusion. Pressure testing was performed and there were no signs of leaking. The root cause of the customer¿s report of a leak and a disconnection was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
New information received from maude."cyclic tpn discovered disconnected (B)(6). Mci 00 changed (B)(6). Smartsite extension set20028e, lot number 15046695 was found disconnected from the ICU medical microclave mci 00 neutral connector, lot number 3053029. Small amount of tpn leaked out. There was a brief interruption of treatment. No harm to patient or intervention required. Reported to carefusion and ICU medical. Products sent to carefusion.

Manufacturer narrative:
.